Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer indicated that imprecise thyroid stimulating hormone (fast tsh) results, above the normal reference range, were generated on a unicel dxc 600i synchron access clinical system for one patient sample. Although two patient samples were tested, no issues were noted with the patients first sample result. Only patient sample number two tsh results were regarded as imprecise. The same patient sample (sample number two) was tested six times, in a variety of dilutions, on the unicel dxc 600i synchron access clinical system. The results were varied and outside the assay's precision claims. One of the results was reported out of the laboratory, however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Patient sample number two was subsequently assessed in duplicate on another instrument. The results were more consistent, and above the normal tsh reference range. Instrument quality control results were within the customer's established ranges during the timeframe of this event. The instrument system check performed before the event generated unacceptable results, however, was repeated and recovery was within instrument specifications. Patient sample number two was a plasma sample. The first sample from the patient was a serum sample.